Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had triggered elective replacement indicator (eri) sooner than anticipated, and lasted less than five years. The device was extracted and replaced. No patient complications have been reported as a result of this event.